Manufacturer narrative:
The ge representative performed an on site investigation. The collimator was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a collimator error message. No report of patient injury.